Event description:
The stent struts became flared while advancing the device through a guide catheter. The patient was admitted to the hospital to have an elective angioplasty procedure done via radial approach. A guide catheter (launcher) was canulated into the targe vessel ostrium. Then, while the cypher (3.5x23mm/lot no. I1205026) was being delivered through the guide catheter, the physician felt friction (coarse feeling) between the cypher and the guide catheter, and so he removed the cypher from the patient. The physician checked the cypher closely and found the stent to be flared. Therefore, a different cypher (same size) was implanted instead and the procedure was finished. (It is unknown which end of the stent became flared [distal or proximal]). The product was clinically used with no reported injury to the patient. This product has been returned for analysis. After receipt of the product, an fal visual analysis was performed and indicated that the proximal stent struts were up-lifted on the device which now makes the device reportable as potential dislodgement. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.